Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an x-ray sponge. The customer reports that a strand of sponge was found in the wound during a procedure. The strand was removed with forceps. The customer reports that there was no adverse effect on the pt as a result of this incident.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.